Event description:
New information received notes that the patient returned to clinic and the bluetooth telemetry was restored via re-interrogation. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair to their merlin mobile application due to a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.